Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017-2019-09094. It was reported that a patient's pacemaker and right ventricular lead was explanted and replaced. The patient developed twiddler's syndrome and the lead dislodged. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.